Event description:
It was reported that this lead was explanted due to low impedance on the rv sensing and pacing channel approx. 83 months after the implantation. The threshold was also observed fluctuating. A new lead was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. The analysis showed 48 cm proximal to the lead tip that the insulation was found abraded through, which is assumed to be the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Furthermore, deformed shock coils were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.